Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. As per received information patient experienced pain with stimulation on basal channels. According to the implant registration card one channel was left outside of cochlea since implantation. However, a migration of additional three channels out of cochlea seems to be likely the cause for the reported symptoms. The reported pain was likely caused by electrical stimulation in the middle ear. The recipient was re-implanted with a shorter electrode, which could be inserted completely. This is a final report.

Event description:
The recipient has reported limited to no benefit from the implant since activation. Instead of a hearing sensation with the device during programming, the recipient has instead historically reported a tactile sensation and pain with electrode stimulation. Reportedly a CT scan showed 3 channels extra-cochlear. The user was re-implanted with a shorter array. According to the device explantation report form 4 channels were extra-cochlear at explantation.

Event description:
The recipient has reported limited to no benefit from implant since activation. Instead of hearing sensation with the device during programming, the recipient has instead historically reported a tactile sensation and pain with electrode stimulation. Reportedly a CT scan would show 3 channels extra-cochlear. A revision surgery with a shorter array is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: as per received information patient experiences pain with stimulation on basal channels. According to the implant registration card (irc) one channel were left outside of cochlea since implantation. However, a migration of additional two channels out of cochlea seems to be likely the cause for the reported symptoms. The reported pain was likely caused by electrical stimulation in the middle ear. Re-implantation with a shorter electrode is considered but no date has been scheduled yet.

Event description:
The user has reported limited to no benefit from implant since activation. Instead of hearing sensation with the device during programming, the recipient has instead historically reported a tactile sensation and pain with electrode stimulation. A revision surgery with a shorter array is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.